Event description:
Percutaneous coronary intervention (pci) was performed in a lesion with no calcification and minimal tortuosity in the mid left anterior descending (lad) artery. The intravascular ultrasound (ivus) catheter was being used to image the lesion. The patient experienced chest pain, which resolved on its own upon removal of the ivus catheter. The procedure was completed with another ivus catheter. No additional patient complications were reported. The patient condition was reported as "ok".

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion with no calcification and minimal tortuosity in the mid left anterior descending (lad) artery. The intravascular ultrasound (ivus) catheter was being used to image the lesion. The patient experienced chest pain, which resolved on its own upon removal of the ivus catheter. The procedure was completed with another ivus catheter. No additional patient complications were reported. The patient condition was reported as "ok".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for patient chest pain were found in the lot. Visual inspection of the returned catheter observed fluid inside of the telescope and distal tip assembly. No fluid was found inside the hub. Kinks, likely the result of operational context, were observed in the telescope assembly. Image characterization testing resulted in no image appearing in the system due to electrical open at distal, which is not related to the reported chest pain. A review of the device labeling and directions for use (dfu) contains these warnings: do not use device after indicated "use by" date. Use of an expired device could result in patient injury due to device degradation. Intravascular ultrasound examination of coronary anatomy should be performed only by physicians fully trained in interventional cardiology or interventional radiology and in the techniques of intravascular ultrasound, and in the specific approach to be used, in a fully-equipped cardiac catheterization lab. The catheter has no user serviceable parts. Do not attempt to repair or to alter any component of the catheter assembly as provided. Using an altered catheter can result in poor image quality or patient complications. Air entrapped in the catheter and flushing accessories can cause potential injury or death. Always verify that the catheter and flushing accessories have been properly cleared of air prior to inserting the catheter into the vasculature. Do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, vessel injury or patient complications. An insertion angle greater than 45° is considered excessive. Never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The risk of chest pain is contained in the device labeling and is an anticipated procedural complication to these types of procedures.